Manufacturer narrative:
Additional information was received that patient's infection was resolved.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the superficial area of the lead and pocket site. The physician believes the infection was not device or procedure related and was due to the present environment in the patient's home. Patient's symptoms were redness and swelling.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the superficial area of the lead and pocket site. The physician believes the infection was not device or procedure related and was due to the present environment in the patient's home. Patient's symptoms were redness and swelling.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4), description: linear st lead, 70cm model #: sc-3138-35 serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.